Manufacturer narrative:
A field service engineer was dispatched to address the main board as the most probable cause. Service was scheduled but cancelled. A review of complaint history after this ticket did not identify any further assistance requested by the customer concerning this event, therefore, no further action required by field service. The probable cause of the event was is undetermined. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015 a customer reported power outage and a high pitched noise coming from their aia-600ii analyzer. Customer also reported error e10 (protocol error when transmitting data to host), indicating that the noise occurred upon shutdown. The customer was unable to run progesterone patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.